Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis revealed silicone in the hex cavities of the atip, vring, and right ventricular (rv) set screws. The silicone found inside each set screw hex cavity prevented full insertion of the torque driver into the hex cavity and may have resulted in the set screw not fully tighten to adequately secure the lead, leading to a poor connection.

Event description:
This report is to advise of an event observed during analysis.